Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿angulation malfunction, handle angulation problem¿ was confirmed. The following findings were also noted during device evaluation: no data transmission, leak from instrument channel, probe insulation megaohm value = 0, crack on bending section cover glue, and forceps passage problem due to biopsy channel leaking, switch button 1 thru 4 not working, low angulation, and control knob move heavily. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope could have been punctured by the needle during a procedure and possible fluid invasion - when we got it out of the processor there was some fluid coming out of the cap - distortion in the image as well. Upon inspection and evaluation, communication error b30 and no image. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Correction to b5 with additional information obtained which was inadvertently missed on the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the device leaked and there was an infiltration of fluid into the connecting part. Therefore, it is likely the internal parts, circuit boards and the substrates were damaged due to flooding inside the equipment resulting in communication errors. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "important information ¿ please read before use warning "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred during a procedure for a diagnostic endobronchial ultrasound (ebus). There were no error messages observed of the failure. According to the initial reporter, the procedure was completed using the subject device.